Event description:
(B)(6) is not testing for covid properly resulting in negative people being positive, they are either not trained to test properly or there is something going on there. FDA safety report ID # (B)(4).